Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the unique identifier (UDI) #, manufacture date, and expiration date are unknown. (B)(4)

Event description:
This report pertains to a spyscope ds ii and spy ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and spyglass ds controller were used during a procedure performed on (B)(6) 2022. During the procedure, it was noticed that the spyscope ds ii was not imaging correctly. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.